Event description:
According to the reporter, during a laparoscopic vats (video-assisted thoracic surgery) pulmonary segmentectomy, while dissecting the pulmonary parenchyma, the staple line was incomplete. A new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.